Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. Visual inspection of the device revealed contamination of the device pneumatic block. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and sf197) related to pressure measurement and a stuck outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.